Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a during laparoscopic pediatric urology procedure when the trocar was being placed, the dilator "helicopters out". The dilator spins out of the sheath and cannot be put back in for use. A separate dilator has to be brought in and inserted to complete the case. There was no patient injury.